Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer numbers: 1627487-2019-11000, 1627487-2019-11002, 1627487-2019-11004. It was reported that the patient had an infection at both their lead and ipg site. In turn, the entire system was explanted.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete patient and event information. Further information was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. As a result, a device history record was performed to review and conform the sterility of the implanted system. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported that the patient was placed on oral antibiotics to treat the infection. The infection has since resolved.